Manufacturer narrative:
The main component of the system. Other relevant devices are: enlw1616c120ee, sn (B)(4). Enlw1616c80ee, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60mmm in diameter abdominal aortic aneurysm. The proximal neck was 22-25 mm in diameter and 12 mm in length. The right and left iliac arteries were severely tortuous. It was reported that on a follow up CT scan at six years and seven months post implant, an unknown endoleak was identified with evidence of endotension. The current maximum diameter is 67mm. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.